Event description:
It was reported during a ulnar plate surgery, the t8 stick fit hexalobe driver (part number 80-0759, batch number 530862) tip broke. The surgeon was able to remove the driver tip. Information on the screw used was not available. The surgery was completed with no delays. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00715 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 530862) was returned for evaluation. The returned driver was examined under magnification. Torsional and oblique fracture patterns were identified at the transition from the radius to the hexalobe tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hexalobe tip. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.